Event description:
It was reported that one of the filter legs was found to be detached upon removal. The filter was being removed because it was no longer needed. Component detachment was confirmed by routine x-ray prior to removal. No patient injury was reported. The patient's ivc diameter was reported to be 25.7 mm.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was recently received, however the evaluation has not been completed at this time. At this time, the results are inconclusive and the root cause of the event is unk.